Event description:
The customer reported via phone call that they had a button error alarm. Customer stated moisture was present behind in the insulin pump's screen. The customer's blood glucose was 7.4 mmol/l. The customer was advised to revert to a back-up plan. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No moisture damage found inside the insulin pump. The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No alarm noted. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.